Event description:
During a coronary drug eluting stenting treatment procedure, difficulty fully deflating the balloon occurred. The non-calcified, 70% stenotic lesion was located in a non-tortuous right coronary artery (rca). The physician successfully direct stented the lesion with a taxus express2 3.5x32 mm drug eluting stent. Upon withdrawal the delivery balloon would only partially deflate. Multiple inflations and deflations were performed without success. The physician successfully removed the stent delivery balloon by deep seating the guide catheter and removing the entire system as one. No pt complications or injuries were reported due to this event. The pt further had a aortic valvuloplasty and complications occurred. It is noted that the complications were not related to the taxus stent. Pt status if reported as "stable/serious."